Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The initial report from the floor staff indicated that an overinfusion may have occurred. Reportedly at the end of the infusion, the floor staff reported that the lipids infusion ran faster than scheduled. The device was sent to the biomedical department for the hospital. Biomedical concluded that the incident was user error. The review determined the pump had initially been programmed at a rate of 56.5 cc/hr to deliver total volume 16.95 ml and then decreased to the prescribed .942 cc/hr 20 minutes after the infusion was started. There was no patient injury.